Manufacturer narrative:
The pictures of the otsc system set in question taken by the importer (B)(4) do not show any deviation from specifications. Neither information on assembly nor precise information on the actual procedure and circumstances of the failure were provided by the user. Therefore, it cannot be conclusively assessed why the user was not able deploy the clip. A review of all device master records for this otsc system set's lot showed that they were manufactured according to specifications.

Event description:
(B)(6) from (B)(6) reports: "ovesco clamp would not deploy; tried twice; equipment malfunction."